Event description:
Related manufacturer reference number: 2017865-2023-47157. It was reported that the patient presented in the emergency room with pectoral stimulation. Upon review it was noted that the atrial lead exhibited loss of capture and failed to sense. Chest x-ray revealed that the atrial lead had dislodged. The device was reprogrammed. The atrial lead was explanted and replaced. During the replacement procedure it was noted that the right ventricular lead had an insulation breach. The physician repaired the rv lead with medical adhesive and a suture sleeve. The patient was stable post-procedure.